Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® barricor¿ lh plasma blood collection tubes the separator was discovered to be missing. The following information was provided by the initial reporter, translated from french to english: absence of a separator in the tubes for part of a rack of 100 at random.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph in support of this complaint. An evaluation was performed and the issue of missing separator was observed. Additionally, 100 retained samples from the bd inventory were visually inspected, and no missing separator was found during the inspection. Bd was able to confirm the reported issue of missing separator with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.